Manufacturer narrative:
Customer claims obtained discrepant results (inratio low). Root cause analysis: discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: meter-inr: 1.7, lab-inr: 2.4, mean: 2.05, confidence-limits: 1.4-3.1. The mean of the inratio meter and comparative system inr was calculated. The inr values are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to be returned.

Event description:
Caller alleged discrepant results (accuracy). Comparison of inratio test compared with lab results. Results as follows: meter-inr: 1.7. Lab-inr: 2.4.